Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. The patient's blood vessels were highly calcified around the aortic bifurcation and right common iliac artery. The alto main body was inserted via right femoral access, but it could not pass through around the common iliac artery. The guidewire was exchanged from a super-stiff one to a product specialized for evar with strong support. The alto main body was delivered to the abdominal aorta with the aid of a 16 fr dryseal (non-endologix) sheath. The alto main body was successfully deployed with two ovation ix iliac limbs with no endoleaks. However, damage around the right femoral artery was identified and considered to have occurred during the first delivery attempt of the alto main body. Post-intervention, a computerized tomography scan was performed and the physician elected to deploy a lifestream stent (bard medical) to cover the vessel dissection. The final patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the intraoperative vessel dissection, difficulty to advance, and re-intervention completion. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.